Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose read high on the glucose meter at the time of the event. Prior to the hospitalization, the customer stated that he began experiencing high blood glucose levels above 600 mg/dl after eating breakfast. Troubleshooting was performed and the insulin pump was programmed correctly. Several no delivery alarms were found in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.